Manufacturer narrative:
The complaint for delivery system interacts with implant during device removal was confirmed with other empirical evidence. No manufacturing non-conformities were confirmed. Available information suggests that patient conditions (small right atrium, prominent subvalvular structures) and procedural factors (poor procedural imaging, wire placement) may have contributed to the reported event. However, a definite root cause is unable to be determined. The complaint for central regurgitation was confirmed with other empirical evidence. No manufacturing non-conformities were confirmed. Available information suggests that patient conditions (small right atrium, prominent subvalvular structures) and procedural factors (poor procedural imaging, wire placement) may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported, upon release of the valve, there was interaction with the delivery system (ds). Valve migrated ventricular and device was snared to stabilize. Post valve deployment, patient was noted to have moderate to severe central regurgitation and moderate posterior pvl. Successful valve-in-valve deployment was then completed. Edwards received notification of an evoque valve in tricuspid position where patient's right atrium (ra) was below cutoff in screening. The procedure was attempted from left groin to gain more height in ra. Wire path established via pigtail per physician preference and no steerable catheter was used, so wire check is not as effective, but looked clear on echo views, so the procedure continued. There was a need to compromise trajectory to release anchors above sub valvular structures severe posterior to anterior trajectory and the team was able to position valve and able to get valve to annular plane in all areas except 5-10mm low on posterior. Imaging was challenging throughout procedure and upon valve release, there was interaction with ds and valve that seemed to be on the ventricular aspect, likely in sub valvular apparatus as the nosecone met resistance even when depth was added and wire pressure removed (as seen via fluoro). Once ds nosecone was freed, the valve shifted more ventricular- mostly on the septal side. Valve continued to migrate ventricular and rested in final location with septal most ventricular. Device was snared on both posterior and anterior septal aspects to stabilize the valve. Post deployment, moderate to severe central regurgitation and moderate posterior pvl were noted. Decision was made to deploy a sapien 29mm in evoque targeting a slightly atrial deployment to create a chimney and further stabilize the valve. Deployment was successful resolving central regurgitation. Moderate posterior pvl remained with native leaflets on septal side coapting against the sapien frame.